Manufacturer narrative:
The device has been received for eval. However, the eval is not complete. A supplemental report will be submitted upon completion of eval. Reported, the customer was using a non-supplied charger.

Event description:
Received info that customer was receiving multiple temperature alarms.